Event description:
Kavo electric dental handpiece malfunction. Head of handpiece severely overheats while still otherwise apparently functioned normally. This handpiece was the second handpiece to burn one of my patient's lip badly. After the first event, manufacturer told me that the problem was related to bearing lubrication and maintenance. Advised by manufacturer to follow lubrication and maintenance specifications. I was told that manufacturer had reported first event to FDA. Maintenance specifications were being followed, and second event still occurred. Pt received second degree burn from overheating handpiece on lower right lip. Body of burn was 1 inch in length, and 1/2 inch wide. Small 3mm diam. Area inside mouth may have been third degree. Handpiece was immediately removed, and has been returned to manufacturer. If I had not recognized malfunction and intervened, burn would have been extensive, serious and would have resulted in permanent facial injury and probable disfigurement. Please investigate. I believe that this poses a serious safety threat. Current maintenance recommendations are not adequate.